Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air that entered the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). The mitraclip was unable to be deployed. After the undeployed clip delivery system (cds) was removed from the steerable guide catheter (sgc), air entered the hemostasis valve of the sgc, but no air entered the patient. The air from the sgc was aspirated out and the sgc was removed from the patient. A new sgc was inserted. Zero clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The returned device analysis was unable to confirm a leak. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a rotated heart. The mitraclip was unable to grasp both leaflets due to the transseptal puncture being too high. There was loss of leaflet capture after the grippers had been lowered. The mitraclip was not deployed because of the inability to grasp the leaflets. The procedure was aborted with zero clips implanted and mitral regurgitation was unchanged at grade 4. No new devices were used. No additional information was provided.